Manufacturer narrative:
The patient was originally implanted with excor blood pump on (B)(6) 2018 and had a pump exchange on (B)(6) 2019 without complications and without the use of heparin. The site reported that the results of the CT scan confirmed brain death and the patient was declared dead on (B)(6) 2019. Adverse event term: hemorrhagic cva.

Event description:
Berlin heart was informed by the clinic that a patient with excor blood pump in lvad configuration, suffered from an extensive hemorrhagic cva.